Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a disconnected cord and no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, e1, h4 and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable water-tightness failure, image flickering, water ingress in imaging, coupler flooding. For the cord disconnection, image was not displayed malfunction, a root cause could not be identified. For the image flickering malfunction, a root cause could not be identified. However, based on the results of the investigation, it is likely the following led to the malfunction: faulty cable due to stress problem. For the cable water-tightness failure, water ingress in imaging and the coupler flooding malfunction a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the event occurred during preparation for a therapeutic transurethral resection of bladder tumor that was completed without delay using a similar device